Event description:
A user reported that their pump screen was dark and would not turn on, accompanied by the red led flashing every 30 seconds with audible and vibrate alerts every three minutes. There was no reported impact to the customer¿s blood glucose level at the time of the event. The pump was confirmed to be within warranty and a replacement pump was sent to the customer, who was also provided with storage mode instructions and advised to return the faulty pump using the provided pre-paid label and return box. The customer declined to share their backup therapy plan for insulin delivery.